Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing of premature ventricular contractions (pvc). It was also noted that the battery was at end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.